Event description:
It was reported via repair work order that the footend lift had intermittent functionality due to the potentiometer losing its limits/calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.